Manufacturer narrative:
The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 1016427-2011-00015 and 9616099-2011-00101.

Manufacturer narrative:
The complaint received states that during the index procedure this (B)(4) study patient developed cerebral hyperperfusion. This is a (B)(6) woman with medical history including hyperlipidemia, cardiac arrhythmia, diabetes mellitus, coronary artery disease and coronary percutaneous revascularization. Patient was in the high-risk criteria based on the knowledge of two or more proximal or major diseased coronary arteries with > 70% stenosis that have not or cannot be revascularized. The target lesion was left proximal internal carotid artery described as ulcerated, severely calcified, moderately tortuous and 90% stenotic. The lesion was described as 20mm in length and the reference vessel was 5.0mm in diameter. A 5mm angioguard rx was deployed beyond the target lesion and the lesion was pre-dilated. An 8.0 x 40mm precise rx was implanted at the target lesion and the stent was post-dilated with a 5mm balloon at 8atm. The angioguard was retrieved with debris noted in the filter basket. The aphasia occurred post stent placement, but prior to post-dilation and the angioguard was still in place. The patient left the angiography suite with neurological deficit. The symptom resolved later that day with no treatment and no residual deficit. The patient was discharged two days later with an nih stroke scale score of 0. According to the investigator, the event was not related to the cordis product, but was related to the index procedure. The angioguard was discarded and the stent remains implanted thus neither device is available for analysis. Lake region lot number 01422902 is cordis lot number 70610516. Per lake region report (B)(4) lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01422902. This packaging lot contained 100 units, which were shipped from lake region medical on july 19, 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Hyperperfusion syndrome is a known potential adverse event associated with carotid stent implantation. Numerous reports have documented the risk of hyperperfusion syndrome after carotid endarterectomy, carotid angioplasty and intracranial angioplasty. The estimates of the incidence of hyperperfusion syndrome after carotid revascularization range up to 3%. Typically, intracerebral hemorrhage develops on the third to fifth postoperative day, though there have been cases observed immediately after surgery, as well as cases developed as late as 3 weeks after revascularization. Evidence from observational studies, in lack of randomized trials, suggests that a number of factors-all referable to hemodynamic exhaustion of the cerebral circulation-play a role, such as recent stroke, surgery for very tight internal carotid artery stenosis, concomitant contralateral tight lesion, impaired cerebrovascular reserve (cerebral hypoperfusion), and marked postoperative increase of an ipsilateral peak middle cerebral artery flow velocity in addition to pre- and postoperative hypertension. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that vessel and patient factors may have contributed to the reported event. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 1016427-2011-00015 and 9616099-2011-00101.

Event description:
As reported via the (B)(4) registry, a patient experienced aphasia following stent implantation and was diagnosed with hyperperfusion syndrome. At the time of the index procedure, angiography revealed 90% stenosis in the left proximal internal carotid artery. The lesion was described as 20mm in length and ulcerated, with severe circumferential calcification. The reference vessel was 5.0mm in diameter and moderately tortuous. A 5mm angioguard rx was deployed beyond the target lesion and the lesion was pre-dilated. An 8.0 x 40mm precise rx was implanted at the target lesion and the stent was post-dilated with a 5mm balloon at 8atm. The angioguard was retrieved with debris noted in the filter basket. The aphasia occurred post stent placement, but prior to post-dilation, and the angioguard was still in place. The patient left the angiography suite with neurological deficit. The symptom resolved later that day with no treatment and no residual deficit. The patient was discharged two days later with an nih stroke scale score of 0. According to the investigator, the event was not related to the cordis product, but was related to the index procedure.